Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a no delivery alarm during bolus shot. Customer's blood glucose was 453 mg/dl. After troubleshooting, customer was advised that infusion set and reservoir will be replaced. No further info provided.